Manufacturer narrative:
Date initial report sent: 03/28/2008.

Event description:
Procedure type: unk. According to the reporter. The cannula broke at the base of the plastic housing, right after it was used. There was no report of pieces falling into the cavity. A new instrument was used to complete the procedure. No pt injury was reported.